Event description:
Pt comatose and in a moribund condition when brought into surgery. Placed in heart/lung bypass prior to replacing flail mitral valve with a 29 mm valve prosthesis. When taken off bypass, blood oxygen fell to 53%. Although ventilator was cycling, bellows was compressed and not ventilating. Ventilator was turned off, "bag" was selected, and manual ventilation commenced. Blood oxygen increased from 53% to the mid-90's; pco2 decreased from 94 torr (mm hg) to 50 torr. Despite fluid resuscitation, blood pressure stayed low. Transported to ICU comatose and in critical condition. Two days later, neurologic response could not be elicited. Family produced a living will that gave doctor's permission to terminate therapy. She died a few hours later.